Event description:
It was reported that during withdrawal of a vena cava filter into the introducer sheath, the filter fell off the snare device and migrated to the left pulmonary artery. The filter was successfully retrieved percutaneously the next day. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.